Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient was receiving inadequate shocks because the ra lead was broken due to subclavian crush syndrome. The device was explanted and replaced with a new one of the same model. No adverse patient effects were reported.